Event description:
The facility reported to baxter that a vial-mate adaptor was leaking during filling on an unknown date. No patient involvement, injury or adverse event is reported.

Manufacturer narrative:
(B)(4). One actual sample was evaluated. Functional tests were performed, and baxter was not able to confirm the reported condition, therefore no assignable cause was able to be determined. Functional testing was performed to test the general function of the product and adequacy of the directions for use. The returned sample functioned as intended. A follow-up report will be submitted upon completion of the trend review or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted thru (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event.